Event description:
Boston scientific received information that the patient with this chronic right ventricular lead underwent a routine device change out procedure. During the procedure, the local boston scientific field representative reported that the lead would not capture at maximum output. The lead was disconnected and when tested through the pacing system analyzer and new device, the lead displayed normal thresholds. Boston scientific technical services discussed that the clinical observations may be due to an intermittent lead fracture. The patient will continue to be monitored. The lead remains in service. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.